Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken but the fragment of the probe was not returned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the ultrasonic surgical device was damaged and the broken parts fell into the patient's abdominal cavity. The broken fragments were collected. No additional information was provided.